Event description:
Mercury poisoning from dental amalgams causing severe, chronic, acute illness with associated symptoms and complications. 2 chelation therapy treatments 2004, unable to continue as insurance does not cover-narcotic pain medication as needed for pain.